Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (friend/family member, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's curative effect had declined. The midline nerves had degenerated, the gait was frozen, and the speech and swallowing were difficult. The patient was being treated in a rehabilitation hospital. Additional information was received. The patient was doing rehabilitation exercises in the rehabilitation hospital.